Event description:
Customer states water is leaking from analyzer. She states leak is huge and in a walkway. No one was injured, and no discrepant or erroneous patient results were generated.

Manufacturer narrative:
The field service representative determined the length of the drain pipe to be the cause and connected analyzer to waste pump, to pump waste over to the drain. He ran mechanism check with no leaks.